Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is possible that a high-energy treatment device such as a high-frequency device was used without ensuring a sufficient distance from the tip, resulting in burns on the plastic distal end cover; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.